Manufacturer narrative:
As reported, the capsure device fastener deformed, and the peek cap came off when fixating into the cooper's ligament. The subject device was not returned for evaluation. Photo provided confirms the peek cap of the fastener does appear to have detached from the fastener coil and can been seen laying on top of a twisted/bent fastener coil. While the photo cannot assist in root cause determination the most probable cause is the result of forces applied while in use. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿use caution when applying the capsure fastener over or in proximity to underlying bone, vessels, nerves, or viscera" and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Note, the date of event and implant ((B)(6) 2024) are considered to be a best estimate based on the information available. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during a procedure, when attempting to deploy the capsure fixation device fasteners into the cooper's ligament, the fastener deformed, and the peek cap came off the fastener coil. As reported, the surgeon attempted to remove the fastener, but it could not be removed. The peritoneum was closed with several fasteners fixated. There was no reported patient injury.